Event description:
The instrument was fired but a small amount of bleeding (less than 100 cc() occurred. Reinforced with another device to complete the procedure. Completion sound sounded and re-grasp alarm did not occur.